Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate missing shock electrocardiogram (egm) data from this implantable cardiac resynchronization therapy defibrillator (crt-d) at the start of an atrial tachycardia response (atr) episode. Ts confirmed that this was normal function, as there was an overlapping right ventricular episode immediately prior to the atr which had priority in data storage. Additionally, it was noted that far-field over-sensing caused the atr episode, but the physician was not concerned. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.